Event description:
It was reported that, "gamma nail inserter would not line up with holes on nail. Was binding when trying to turn locking sleeve. Upon inspection during case, they discovered a piece was broken off of inserter. This was relayed to me by nurse in room."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.